Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 466 mg/dl at the time of admission. Customer reported experiencing nausea and vomiting from their high blood glucose. The nurse stated the cause of the hospitalization was from diabetic ketoacidosis. It was also found the customer was disconnected from the insulin pump 24 hours before being hospitalized. Customer was hospitalized for six days as a result. The insulin pump will not be returned for analysis.